Manufacturer narrative:
The customer did not request service for the system. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient experienced inflammatory response endophthalmitis following a vitrectomy procedure. The patient presented post operative day one with conjunctival inflammation, aqueous cell and fibrin in the right eye. Cultures were performed and the patient required intravitreal injections of antibiotics. Steroid and antibiotic eye drops were also prescribed. The patient's symptoms have resolved. This is one of multiple reports for this facility.